Event description:
An unspecified delay to switch devices was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a failure of the printed circuit generator board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical generator was displaying error codes on the screen and automatically restarting several times. It presented error e457: internal software or hardware error and error e433: the generator will restart automatically, internal software error. The issue was found during preparation for use for a therapeutic procedure that was completed with a similar device. There were no reports of patient harm.